Manufacturer narrative:
Omit : concomitant med prod data, a0401 - break (1069), g07001 - part/component/sub-assembly term not applicable, e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the heparin infusion was running on a patient with a pulmonary embolism in far right channel of large volume pump module. Next to the heparin, an antibiotic was running. The antibiotic was finished, so the rn shut off that channel. When the user touched the antibiotic channel, the heparin channel shut off without any warning or alarm. The modules on left side of pc unit displayed "communication error". There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had iui connection issues. There was no information on patient involvement.

Manufacturer narrative:
Omit : g02005 - circuit board, g04070 - housing, c16 - manufacturing process problem identified, d03 - cause traced to manufacturing.

Event description:
It was reported that the heparin infusion was running on a patient with a pulmonary embolism in far right channel of large volume pump module. Next to the heparin, an antibiotic was running. The antibiotic was finished, so the rn shut off that channel. When the user touched the antibiotic channel, the heparin channel shut off without any warning or alarm. The modules on left side of pc unit displayed "communication error". There was patient involvement but no harm.